Manufacturer narrative:
After further review, device code (B)(4) does not apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) repeating previously reported information. The rep reported that the patient¿s implant was working well until they went through airport security, by the time they got home their bladder symptoms were worse and they were unable to make any changes with their programmer. It was reported that the implant was checked on (B)(6) as previously reported, it showed a low battery reading and then a message that the implant was depleted. The rep reported they attempted to check the implant the day of the surgery on (B)(6) and were unable to find the implant with their clinician programmer and received an error message. The patient and healthcare provider decided to replace the implant, they thought the implant would last longer than 18 months and that the battery depleted prematurely. They were wondering if the airport security played a role and if the patient could do anything to prevent this in the future. The lead was tested in the operating room and they got bellows and toes on every electrode so just the ins was replaced. The issue was reported to be resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient reported a power on reset (por) and they are attempting to clear it today. Caller also said the patient had wonderful therapy and could feel stimulation up until mid (B)(6) after they traveled and went through airport security/metal detector; this was when the patient noticed a sudden change in therapy/symptoms. The por was first observed on the patient programmer (pp) on (B)(6) 2019. Caller noted (after synching pp with the clinician programmer (cp) they saw the message on the cp that the ins has experienced a por and was prompted to enter the serial number, but the serial number was already listed in the field. Caller was able to enter programming session, turn the ins on, confirm programming was present, and perform a battery check (which showed low), but they received message that ins has experienced por and were forced to exit the cp session when they attempted to run impedances. Caller noted they've gone through this interrogation/syncing process 3 times already and continue to have issues. During the call, the call center had the rep start fresh by syncing (B)(4) and enter session. Caller was again prompted to enter the serial number, but it was already listed and they entered programming session. The rep confirmed the serial number and the patient's name was at bottom of cp screen, battery status was low, stimulation was off, program use was blank, there was a "reduced longevity" message because of patient's setting (amplitudes around 6-7v), there was information in the daily use tab, and all programming was there. Caller then clarified that the daily use tab goes back to (B)(6) 2018 and shows the ins has been off since then. The rep said a few minutes ago there was different data there that showed ins was turned off in (B)(6) 2019 a few minutes ago. The call center reviewed this is likely because of the multiple cp interrogations. The rep noted the patient has been using stimulation since 2018 (including in (B)(6), has felt stimulation, and has made programming adjustments; they repeated that there wasn't a therapy interruption until mid april. During the call, the rep was able to check electrode impedances at default settings and all pairs were over 4,000 ohms. Caller indicated there was no reason to believe there was any issue with the lead because the patient was receiving good therapy until the por. The rep increased settings to run impedances again, but received message that a por occurred and was forced to exit session. After synching the pp/cp and ending the session, a por occurred again when the rep interrogated the ins with the pp. The call center reviewed it appears the ins voltage may be so low that it is continuing to go into por. The call center also reviewed that it would be recommended to replace the ins because the patient's high settings and ins acting erratically. The call center also reviewed to run impedances intra-operatively to verify the integrity of the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The rep sent in the product on (B)(6) 2019; the manufacturing company has not received the product at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed no significant anomalies. No electrical anomalies were found with the hybrid circuit. The neurostimulator battery was determined to be depleted due to normal battery depletion. If information is provided in the future, a supplemental report will be issued.